Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an image of a ar-13999mf, fastpass scorpion, sl-mf where the jaws were not closing. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user error in handling the device/maintenance causing damage to the functionality of the device¿s features.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th august 2025, it was reported by an arthrex employee via email that 2 units of ar-13999mf, fastpass scorpion, sl-mf, were not closing. This was detected during an unspecified procedure on (B)(6) 2025. On (B)(6) 2025: the complaint initiator replied that this was detected during a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully with a 3rd scorpion.